Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the patient's current condition is asymptomatic. Stent proximal part stenosis <30% discreet myo-intimal hyperplasia on the proximal part of the stent leading to a stenosis <30%. Post ae of stent stenosis, there was extension of the bi-antiplatelet therapy. 12m follow up angiography on (B)(6) 2023: parent artery percent diameter stenosis >50 - 75%. 12m follow-up angiographic imaging ((B)(6) 2023) by MRI, raymond class 3: no re-treatment but a surveillance in 6 month by arteriography, parent artery percent diameter stenosis >50 - 75% with maintenance of kardegic , 75mg. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that the patient underwent successful flow diverting stent (subject device) endovascular through right femoral access located on c2-c3-c4 (right) r sacular sidewall 10x5x5x4. Dome to neck 1.25. Post procedure more than 30% stenosis was observed at the proximal end of the flow diverting stent (subject device) due to intimal hyperplasia which required 3 months extension of the bi -antiplatelet therapy and the outcome is ongoing. Surgical delay of 46 minutes was reported. According to the physician, the adverse event is casual related to the subject implanted stent device. No other information provided. Update: additional information received on 06-jun-2023 stated that on 12 follow up angiography on (B)(6) 2023: parent artery percent diameter stenosis >50 - 75%. Update: additional information received on 20-jun-2023 stated that on 12m follow-up angiographic imaging ((B)(6) 2023) by MRI raymond class 3: no re-treatment but a surveillance in 6 month by arteriography and parent artery percent diameter stenosis >50 - 75% with maintenance of kardegic 75mg.

Manufacturer narrative:
The subject device remained inside patient.

Event description:
It was reported that the patient underwent successful flow diverting stent (subject device) endovascular through right femoral access located on c2-c3-c4 (right) r sacular sidewall 10x5x5x4. Dome to neck 1.25. Post procedure more than 30% stenosis was observed at the proximal end of the flow diverting stent (subject device) due to intimal hyperplasia which required 3 months extension of the bi -antiplatelet therapy and the outcome is ongoing. Surgical delay of 46 minutes was reported. According to the physician, the adverse event is casual related to the subject implanted stent device. No other information provided.

Event description:
It was reported that the patient underwent successful flow diverting stent (subject device) endovascular through right femoral access located on c2-c3-c4 (right) r sacular sidewall 10x5x5x4. Dome to neck 1.25. Post procedure more than 30% stenosis was observed at the proximal end of the flow diverting stent (subject device) due to intimal hyperplasia which required 3 months extension of the bi -antiplatelet therapy and the outcome is ongoing. Surgical delay of 46 minutes was reported. According to the physician, the adverse event is casual related to the subject implanted stent device. No other information provided.

Manufacturer narrative:
D4 lot # - corrected from 21700906 to 21700906r. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the patient's current condition is asymptomatic. Stent proximal part stenosis <30% discreet myo-intimal hyperplasia on the proximal part of the stent leading to a stenosis <30%. Post ae of stent stenosis, there was extension of the bi-antiplatelet therapy. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment and does not require escalation to senior management. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that the patient underwent successful flow diverting stent (subject device) endovascular through right femoral access located on c2-c3-c4 (right) r sacular sidewall 10x5x5x4. Dome to neck 1.25. Post procedure more than 30% stenosis was observed at the proximal end of the flow diverting stent (subject device) due to intimal hyperplasia which required 3 months extension of the bi -antiplatelet therapy and the outcome is ongoing. Surgical delay of 46 minutes was reported. According to the physician, the adverse event is casual related to the subject implanted stent device. No other information provided. Update: additional information received on 06-jun-2023 stated that on 12 follow up angiography on (B)(6) 2023: parent artery percent diameter stenosis >50 - 75%.

Manufacturer narrative:
B5 executive summary - updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated the patient's current condition is asymptomatic. Stent proximal part stenosis <30% discreet myo-intimal hyperplasia on the proximal part of the stent leading to a stenosis <30%. Post ae of stent stenosis, there was extension of the bi-antiplatelet therapy. 12m follow up angiography on (B)(6) 2023: parent artery percent diameter stenosis >50 - 75%. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.